Event description:
In 2009, the implantable neurostimulator (ins) was removed because of a "mersa infection". Plans were to replace it in july. Additional information has been requested, a follow-up report will be sent if additional information becomes available.